Event description:
It was observed that during the device evaluation, the gastrointestinal video scope exhibited foreign material attached to the nozzle, the connecting tube, the bending section cover rubber and the adhesive on the bending section cover rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire the bending angle in the up direction did not meet the standard value; the scope connector had discoloration; the paint on the suction was peeled; the control unit had discoloration; due to clogging of the nozzle the water removal ability did not meet the standard value; the adhesive on the bending section had a chip; and due to wear of the angle wire, the play of the up down knob was out of the standard value. Additionally, the following parts exhibited scratches: probe cover, connecting tube, up/down right,left knob; control unit, scope cover, scope connector, protector of universal cord on the scope connector side, protector of universal cord on the control section side, universal cord, grip, scope connector cover, switch box, forceps lever, and knob, and switch one. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, physical damage on the insertion tube and the bending section cover adhesive could have contributed to the foreign materials being found. What contributed to the foreign materials in the nozzle and the bending section cover could not be determined. And overall, the root cause of these reportable events could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.